Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the infusions of milrinone, vecuronium and tpn were noted to be leaking from 3 quadrifuses while connected to the patient's left femoral PICC line. One clave/port from each quadrifuse attached to the grey lumen were found leaking. There was no report of patient harm.

Event description:
The customer reported that infusions of milrinone, vecuronium and tpn were noted to be leaking from 3 quadrifuses while connected to the patient's left femoral PICC line. One port from each quadrifuse attached to the grey lumen was leaking. There was no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 3 non-bd extension sets, 4 merit disinfection caps. The customer¿s report of leaking from the quadfuse was not confirmed. Functional testing resulted in no leaking. The connections between the suspect set¿s maxzero connectors and their mating components were checked and observed to be fully tightened. Dimensional analysis of the female luers of the maxzero connectors showed them to be within specifications. The maxzero valves and their mating components were disconnected and inspected under magnification; a microchannel on the interior wall on several of the maxzero components was observed. The root cause of the reported leaking was not determined; however, the probable cause is a fluid path created by a microchannel which is due to an equipment error during the assembly process.